Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: one (1) controller was not returned for evaluation. Three (3) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection. Functional testing of (B)(6) revealed that one of the battery cell pairs fell below the voltage threshold. It was concluded that the internal battery cell pair had degraded cells. It was noted that the battery had a cycle count of 286 and there was a time difference of more than 1844 days between the manufacturing date and the reported event date. This indicates that the battery was most likely not in use for an extended period of time. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. Functional testing of (B)(6) revealed abnormalities related to the relative state of charge (rsoc); the batteries did not estimate the capacity accurately. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file did not reveal any premature power switching events within the analyzed period. Log file analysis revealed a controller power up event, with an associated motor start event, logged on (B)(6) 2021 at 13:39:59. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port 1 with 67% relative state of charge (rsoc) and (B)(6) was connected to power port 2 with 38% rsoc. The data point recorded after the loss of power revealed that a new battery was connected to power port 1 and another new battery was connected to power port 2. The controller was without power for 14 seconds. Analysis of the alarm log file revealed multiple power disconnect alarms logged on involving (B)(6). During the power disconnect alarms, a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. It is likely the observed estimation errors and degraded internal cell pair were perceived as the reported "battery charge dropped" event. As a result, the reported loss of power event, power disconnect alarms, and "battery charge dropped" events were confirmed. The reported power switching event was not confirmed. A power source lubrication procedure had been performed on the batteries in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018. The most likely root cause of the reported "battery charge dropped" event can be attributed to estimation errors and a degraded cell pair. The most likely root cause of the power disconnect alarms can be attributed to a degraded cell pair. The most likely root cause of the degraded cell pair can be attributed to an expected degradation as a result of non-usage over time. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: battery (B)(6) d9: yes, return date: 19-mar-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c020701 h6: FDA conclusion code(s): d02 battery (B)(6) d9: yes, return date: 19-mar-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c10 h6: FDA conclusion code(s): d02 battery (B)(6) d9: yes, return date: 19-mar-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c10 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the device disposition of the controller, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: heartware ventricular assist system battery. Model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2017 / serial #: (B)(4) UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun mfg date: 29-feb-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system battery. Model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2017 / serial #: (B)(4) UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun mfg date: 29-feb-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system battery. Model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2017 / serial #: (B)(4) UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun mfg date: 29-feb-2016. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a double disconnect associated with an unexpected power loss and ventricular assist device (vad) restart alarms. It was further reported that three (3) batteries exhibited power switching. One battery exhibited a power disconnect alarm. Of note, the batteries displayed fully charged but when connected to the controller the charge dropped. The three batteries were replaced, and the controller remains in use. No patient complications have been reported as a result of this event.